Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric resection in a laparoscopic distal gastrectomy, device could be used without any problem at the time of the duodenal resection at the first firing, but the handle could not be squeezed at the time of the gastrectomy at the second firing. Surgeon used another reload and handle to resolve the issue. No patient injury.